Event description:
It was reported that during an arthroscopy procedure, the dilator was inserted into the bone of the humeral head in order to prep for a 5.5mm healicoil regenesorb anchor -as is standard practice. Approximately half way through insertion the inserter plastic handle sheared off from the metal shaft rendering it unable to insert any further. No patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).